Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via the left common femoral artery. The 100% stenosed lesion was located in the moderately tortuous and calcified left superficial femoral artery. The superficial femoral artery was predilated with a 1.5mmx20mmx143cm coyote es balloon. The coyote es balloon was inflated to 8atms for 60 seconds on the first and second inflation. On the third inflation the balloon ruptured at 10atms. The procedure was completed with another 1.5mmx20mmx143cm coyote es balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 17 years or younger. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).